Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the device was oversensing far field r-waves on the atrial channel. There was no inappropriate therapy received during the oversensing and the patient was asymptomatic. The patient then presented to clinic where programming changes were made to address the issue.